Manufacturer narrative:
H10: one actual device was received for evaluation. A visual inspection with the naked eye was performed which did not identify any abnormalities that could have contributed to the reported condition; all components were in place and according to specification. The dimensions of the device were measured and no defects were found. A pull test was performed and the results were satisfactory. No defects were observed during the luer lock collar verification and the solvent wet test. However, leak testing with pressure was performed and a leak was noted between the chamber and the tubing. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system - non-dehp solution set leaked from the bottom of the drip chamber. This was discovered during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.